Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, double capsule, fluid build up within the capsule.

Event description:
Healthcare professional reported a left side exchange of textured breast implants due to the patient¿s concern with the product. Patient additionally reported "double capsule" and "fluid began to build up within the capsule". Device has been explanted.